Event description:
Attorney alleges plaintiff has physical and psychological symptoms. The attorney defines the symptoms as breast pain, hardness, breast lumps, loss of sensation in breast and nipple, burning sensation, nipple discharge, pain in arm and neck, anxiety, stress, pain and suffering.